Manufacturer narrative:
E1: (B)(6).

Event description:
It was reported that there was difficulty to remove device from lesion and that device detachment occurred. The patient underwent a vascular access intervention therapy. The %75 stenosed target lesion was straight and was located in the moderately tortuous and non-calcified forearm cephalic vein. A non-boston scientific guidewire was able to easily cross and was followed by a 6.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon to perform a dilation. Three areas were fully dilated at 8 atmospheres. When an attempt to remove the device from the lesion was made, there was resistance at the sheath in which it was unable to be retracted. Both the sheath and the balloon could not be withdrawn together from the patient's body, so they were removed by force as it was. When the blades of the balloon were examined, it was found that half of one blade came off. The device was removed the usual way but with some resistance felt during the process, so it was removed by force. It is highly likely that only a small amount came off during the procedure, and the rest came off at the edge of the sheath. The procedure was completed with this device. There were no complications or patient injuries reported.

Event description:
It was reported that there was difficulty to remove device from lesion and that device detachment occurred. The patient underwent a vascular access intervention therapy. The %75 stenosed target lesion was straight and was located in the moderately tortuous and non-calcified forearm cephalic vein. A non-boston scientific guidewire was able to easily cross and was followed by a 6.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon to perform a dilation. Three areas were fully dilated at 8 atmospheres. When an attempt to remove the device from the lesion was made, there was resistance at the sheath in which it was unable to be retracted. Both the sheath and the balloon could not be withdrawn together from the patient's body, so they were removed by force as it was. When the blades of the balloon were examined, it was found that half of one blade came off. The device was removed the usual way but with some resistance felt during the process, so it was removed by force. It is highly likely that only a small amount came off during the procedure, and the rest came off at the edge of the sheath. The procedure was completed with this device. There were no complications or patient injuries reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: pcb 2cm balloon was returned with its attributes examined. A visual examination of the returned device identified that the balloon had been inflated. The investigator filled the balloon with liquid to facilitate an inspection of the blades when the liquid was observed leaking from a balloon pinhole located approximately in the center of the balloon material. The rated burst pressure for this device is 10 atmospheres as per specification. It was noted that an approximate 7mm section of the proximal end of one of the blades had completely separated from its pad. The separated section of blade was not returned for analysis. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device through the sheath. All other blades were intact and fully bonded to the balloon material. No issue was observed with the tip or markerbands of the device. A visual and tactile examination found no kinks or damage to the shaft of the device.